Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016. The patient reported obtaining blood glucose readings of 45 and 246 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. It is not known how the patient manages her diabetes or if she made any changes to her usual diabetes management routine as a result of the alleged inaccurate results. However, the patient reported that she developed symptoms of feeling dizzy and shaky one hour after the alleged issue began. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after obtaining the alleged inaccurate results with the subject meter.